Event description:
The customer reported that the device did not sound an audible alarm tone during an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of heparin at a dose of 950units/hr. No further programming parameters were provided. At an unspecified time while the nurse was at the bedside, the device displayed a white screen with no audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.